Manufacturer narrative:
Concomitant medical products : ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead "briefly undersensed" and the patient experienced a syncopal event. The rv lead remains in use. No further patient complications have been reported as a result of this event.